Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On 05-oct-2016 it was reported that the pump was removed in (B)(6) 2013 due to ((B)(6)) infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.